Event description:
It was reported that patient was in a motorcycle accident sustaining chest injuries and patient alert tripped for hvb greater than 200 ohms. The lead impedance is reported to be in range since (B)(6) 2010 even with pocket manipulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient was in a motorcycle accident sustaining chest injuries and patient alert tripped for hvb greater than 200 ohms. The lead impedance is reported to be in range since (B)(6) 2010 even with pocket manipulation. It was later reported that patient fell and the patient alert was tripped. The patient was evaluated and the right ventricular lead was noted to have high impedances and with isometrics showed to have noise. The physician elected to explant and replace the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the exposed defibrillation coil had a white substance, the outer insulation had a cosmetic depression, and there was apparent explant damage.